Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken. The customer reported that a fragment had fallen into the patient, the customer was able to remove it in the same procedure. The procedure was completed. There was no patient harm. Intuitive followed up with the initial reporter and obtained the following additional information: the customer stated that they were in the process of dissecting when the fragment broke off the instrument. They had been using the instrument for 1 hour prior to the issue. The customer did inspect the instrument prior to use and found no issues. The surgeon did not notice any functionality issue during use and believes the quality of the instrument caused the issue. The bed side assistant retrieved the fallen fragment, the customer confirmed all the fragments were retrieved. The procedure was completed robotically, the patient had no other injury and had not returned to the hospital for any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the base of the blade. A piece approximately 0.623" x 0.083" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. .